Manufacturer narrative:
On 29-jun-2021, after no additional information was obtained from multiple follow-up attempts regarding the returned device received by the mentor failure analysis lab. It was determined that this device will be evaluated as the suspect medical device, and device information has been updated accordingly. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 21/jul/2021, the device evaluation was completed. Mentor conducted a visual inspection and leak testing of the returned device. During the visual analysis of the returned sample, no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received additional event information that the patient is scheduled to undergo explantation on (B)(6) 2021. Block d6b ¿ explantation date: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 475cc mentor smooth round moderate profile saline breast implant experienced right-sided implant deflation postoperatively. Deflation was diagnosed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The implantation date is the best estimate based on available information. If additional information is received, a supplemental report will be submitted as applicable.

Manufacturer narrative:
Mentor received additional event information that the patient underwent explantation and replacement with 500cc mentor smooth round high profile saline breast implant, catalog # 3503500, left lot-serial # (B)(6), and right lot-serial # (B)(6), on (B)(6) 2021. On (B)(6) 2021, the mentor failure analysis lab received a device with lot# 5742935. Healthcare professional initially reported lot# 5742935 for the patient¿s contralateral device (left), and there was no report of adverse event for the patient¿s left side. If additional information is received, a supplemental report will be submitted as applicable. Manufacturer¿s reference number: (B)(4).